Event description:
Reportedly, during a follow-up performed on (B)(6) 2017, noise was detected simultaneously in the atrial and ventricular channels. Noise was observed when the physician touched and moved the subject pacemaker, but not when the patient moved his arm.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2017, noise was detected simultaneously in the atrial and ventricular channels. Noise was observed when the physician touched and moved the subject pacemaker, but not when the patient moved his arm.

Manufacturer narrative:
The subject pacemaker was replaced on (B)(6) 2017 and will be returned for analysis. The leads were kept implanted and in use.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2017, noise was detected simultaneously in the atrial and ventricular channels. Noise was observed when the physician touched and moved the subject pacemaker, but not when the patient moved his arm.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2017, noise was detected simultaneously in the atrial and ventricular channels. Noise was observed when the physician touched and moved the subject pacemaker, but not when the patient moved his arm.